Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 25mm amplatzer multi-fenestrated septal occluder - cribriform was selected for implant using an 8f amplatzer trevisio intravascular delivery system to treat a multi-fenestrated atrial septal defect. During implant the occluder took on a bulbous shape. The occluder was re-captured and re-deployed, however the occluder the bulbous shape remained. The occluder was removed from the patient. The occluder was pushed out of the loader multiple times however the bulbous shape still remained. A new 30mm amplatzer multi-fenestrated septal occluder - cribriform was selected for implant. During implant the second occluder also took on a bulbous shape. The occluder was removed from the patient. The devices were never released from the delivery cable. There were no angulations or kinks noted on the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the cause for the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 a 25mm amplatzer multi-fenestrated septal occluder - cribriform was selected for implant using an 8f amplatzer trevisio intravascular delivery system to treat a multi-fenestrated atrial septal defect. During implant the occluder took on a bulbous shape. The occluder was re-captured and re-deployed, however the occluder the bulbous shape remained. The occluder was pushed out of the loader multiple times however the bulbous shape still remained. The occluder was implanted. A new 30mm amplatzer multi-fenestrated septal occluder - cribriform was selected for implant. During implant the second occluder also took on a bulbous shape. The occluder was removed from the patient. The device was never released from the delivery cable. There were no angulations or kinks noted on the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable.